Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered what appeared to be white plastic clogging the mouth of the nozzle. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the light cover glass had a crack, and the adhesive was worn. It was observed that the optical cover glass was chipped and pitted. It was also observed that the condition of the outlet pipe had evident blockage. It was observed that the adhesive of the distal end was worn. It was observed that the angle in the down direction did not meet specifications. Lastly, it was observed that the device did not meet the specification during the electrical safety test. Due to the nature of this reportable event, the steps taken during the cleaning sterilization and disinfection (cds) process performed at the user facility was requested, however the customer declined to provide this information, indicating that the steps were taken in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned a evis lucera elite gastrointestinal videoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, foreign debris was found protruding from the air/water nozzle. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This information was inadvertently added in the initial report. Correction is being made to previously submitted g3: date received by manufacturer which was not late. The correct date was 07 may 2024. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Furthermore, it was unknown whether there was a deviation from instructions for use (IFU) in reprocessing steps for the location where foreign material remained and no physical damage was found at the location. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection; IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.